Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had hemoptysis for four days following the implanting of the endurant 36x36x49 aortic cuff. The hemoptysis had mostly subsided. No additional clinical sequelae were reported.